Manufacturer narrative:
Device alarmed new software release detected error during rewinding and incorrect device model number in flash error when resetting due to malfunction interfaces board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failure of flash memory and new software release detected alarms. The customer¿s blood glucose level reported was 1152 mg/dl. The customer was able to clear the alarm on the insulin pump but was unable to rewind it. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.